Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010," the plaintiff was implanted with an ams miniarc single-incision sling system to treat stress urinary incontinence. The plaintiff's attorney alleged that "after the sling was inserted," the plaintiff "experienced severe pain, incontinence, dyspareunia and urinary tract infection." The plaintiff's attorney further alleged that "upon cystoscopy, it was revealed that the miniarc had eroded into plaintiff's bladder" which "required two additional surgeries to excise the sling." The plaintiff's attorney alleged that the plaintiff "suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life," and other damages.